Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement. The discrepancy between what was reported vs no issues being noted during return device analysis was possibly due to conditions during use (tension on the clip, unintended curves/tension place on the device by the user in conjunction with patient anatomy) contributed to the reported user experience; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After grasping the leaflets, the clip failed the final arm angle test twice. The clip was not implanted and was removed. Another clip was implanted, reducing mr to 1. No additional information was provided.